Manufacturer narrative:
His section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. (B)(4). Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was less than 250ml. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information and retention samples from the reported product code/lot # combination and the surrounding lots. A visual examination of the samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported valve leakage on the rss502 device during a procedure. Follow-up communication from the user facility reported the following information: (1) the sheath is leaking; (2) blood loss was less than 250ml; (3) the procedure was completed; and (4) the patient was reported as doing fine.